Event description:
It was reported the colonovideoscope received an e315 error. The issue occurred during preparation for use. The procedure was completed using a similar device. There were no reports of patient harm or injury.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.